Manufacturer narrative:
The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip embolizing requiring intervention. It was reported that the initial mitraclip procedure performed on (B)(6) 2021 to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted reducing the mr to a grade of 1-2. (B)(6) 2022 the patient presented to the ER with congestive heart failure symptoms, and it was noted via x-ray that 1 clip had embolized into the left ventricle, it is unknown when the clip detached. Mitral valve replacement surgery was performed (B)(6) 2022 to treat recurrent mr and remove the clip in the apex. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported expulsion (clip embolization). The embolism and subsequent foreign body in patient and recurrent mitral regurgitation (mr) were due to the procedural condition of the expulsion. Embolism, and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and surgical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.